Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2020, getinge became aware of an issue with free standing unloading conveyor (fsuc) used together with 8668 washer disinfector. As it was stated, the docking switch for trolley did not work well and the cart was unloaded from the washer even though the trolley was not docked properly. We have received the information that the cart was about to fall from the unloader. There was no injury reported, however we decided to report the complaint based on the potential.

Manufacturer narrative:
When reviewing previous events, we were able to establish that there is a baseline of complaints pointing to the situation where the cart fell off or almost fell from the automation loading and unloading systems, such as return conveyor (rc), air glide system (ags), or free standing conveyor (fsc) due to various reasons. As it was indicated in the complaint record, the device involved was a free standing unloading conveyor (fsuc) with serial number (B)(6). At the time of event occurrence, it was used together with washer disinfector 8668, with serial number (B)(6). During the investigation course it was established that the fsuc unit was installed on 12th december, 2020, therefore 3 days before the incident occurred. After the service technician has performed the installation, they conducted final testing, which showed that at the time of the installation the unit worked properly. However the problem has occurred just after the customer started to use the device. As it was stated by the technician visiting the site after the event, the docking switch for trolley did not work as intended (was pushed and did not come back to the position) and the trolley could not be docked properly. When the unloading process started and the cart reached the trolley, it was about to fall from the unloader. The issue was investigated and found to be caused by the maladjusted stop pin micro switch, which caused restriction of the pin motion and led to the near car falling and reported event. The malfunction occurred during use after the installation process and the micro switch wasn¿t adjusted properly, the most likely root cause was defined as installation error. It was established that when the event occurred, the affected device did not meet its specification as a malfunction of the end top pin occurred and led to the cart near fall and in this way the device contributed to reportable event. None of the provided information indicates that upon the event occurrence the device was being used for patient treatment. The problem has been resolved by replacement of the docking assembly on the conveyor. Within the baseline of complaints regarding this type of event, installation error does not represent an important part of the complaints, nor does there appear to be an increase in trend. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).